Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose rose to a level that registered as ¿high¿ on meter or monitor, with specific value unknown. Customer addressed high blood glucose with a correction injection. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Reportedly, the customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose rose to a level that registered as ¿high¿ on meter or monitor, with specific value unknown. Customer addressed high blood glucose with a correction injection. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The customer changed cartridge and infusion set and resumed insulin delivery.